Event description:
It was reported that the right ventricular [rv] lead was not capturing. During the lead revision, the physician made multiple attempts to reposition the lead but was unable to get a good current of injury. The physician opted to change-out the lead; when the rv lead was removed tissue was seen in the helix. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and the inner insulation and tubing were kinked/buckled. The outer insulation was breached cut, blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The lead appeared to have been stretched and damaged at implant.